Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 4.8 mmol/l (strip lot 497567) and 12.9 mmol/l (strip lot unknown). Readings occurred with two different vials of test strips. The caller could not provide the lot number off of the 2nd vial of test strips, but stated that it was of a different lot. No adverse event reported. Return of the suspect device was requested for evaluation.